Event description:
This lead was implanted on (B)(6) 06 and was explanted on (B)(6) 11 for an unknown reason. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).